Manufacturer narrative:
Concomitant medical products - model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2014. Model: 97715, pain stim implantable pulse generator; implanted: (B)(6) 2020. Model: 977a260, pain stim lead; implanted: (B)(6) 2020. Model: 977a260, pain stim lead; implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedances, and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.